Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) moved out of the pocket and all the wires were exposed. The [ipg] bulges and the seat belt rubs on the exposed wiring. In addition, the patient stated ¿my quality has gone to "profanity". My heart is racing and I get light headed.¿ the patient was referred back to their physician to discuss the symptoms. The ipg and leads remain in use. No further patient complications have been reported as a result of this event.